Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer went to the emergency room and subsequently admitted to the intensive care unit with a blood glucose level of 600 mg/dl with ketones. The customer was treated with intravenous fluids of saline and insulin. Customer was released from hospital on 2/11 with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.